Manufacturer narrative:
Claim# (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced low vault. The lens was removed intraoperatively. At a later date a replacment lens of longer length was implanted. Cause of the event was reported as unkown. The problem was resolved.